Manufacturer narrative:
Event summary: the patient data files showed at least sixteen injections were performed with catheter 2af284/81586 on the date of the event. Visual inspection of the mapping catheter 990063-020/ 214402770 showed the shaft was broken at distance of 0.88 inches from lemo connector. In conclusion, the reported issue (mapping catheter tip damage) was not confirmed through testing. The mapping catheter failed the returned product inspection due to a broken shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, an unknown issue was observed. The mapping catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event. (B)(6) 2018: follow-up incoming information indicated that the mapping catheter tip was broken.